Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis. The bands were returned attached on the ligator head; however, the bands were damaged and had overlapped each other, confirming the deployment failure. The suture hole did not have any visual damage. It was also noted that the ligator head teeth were damaged. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first speedband device successfully deployed two bands; however, the third band was attempted to be deployed, but the bands were stuck, attached together and would not fire. The same event happened with the second speedband device and only one band successfully deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first speedband device successfully deployed two bands; however, the third band was attempted to be deployed, but the bands were stuck, attached together and would not fire. The same event happened with the second speedband device and only one band successfully deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.